Event description:
It was reported that the implantable loop recorder (ilr) migrated out of the patient¿s body about a week post implant. It was noted that the incision had been closed with glue only. The patient further reported feeling uncomfortable while lying down and feeling something in the chest. The ilr was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.